Event description:
The customer reported that the device was not charging the battery and the battery charge and the ac power indicators were not working. This is indicative of a condition that could impact the delivery of therapy. There was no pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device was not charging the battery and the battery charge and the ac power indicators were not working. This is indicative of a condition that could impact the delivery of therapy. There was no pt involvement. The philips fse confirmed the malfunction and resolved the malfunction by replacing the power supply.